Event description:
Unable to pass stent. Stent came off balloon - ostial "lad" and had to be deployed. This device is not supplied mounted on a balloon. Device is crimped by physician and mounted on a balloon of choice.